Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider via the manufacturing representative (rep). It was reported that at a (B)(6) 2019 refill the pump was unable to be completely filled with medication. The hcp reported they were only able to inject 20 ml of drug into the pump reservoir. It was unknown if there were any environmental/external/patient factors that may have led or contributed to the issue. The patient was at the healthcare provider's office on the day of the report, (B)(6) 2019 and the doctor aspirated 2 ml of drug and several syringes of air. The doctor was able to fill the pump with 40 ml of saline. The doctor was then able to remove the saline and put back the 2ml of drug. The patient was scheduled for a refill the next day ((B)(6) 2019. It was reported the issue was resolved at the time of the report. It was reported the device had been delivering 2000mcg/ml of baclofen at 1000 mcg/day, 9mg/ml of dilaudid at 4.4999mg/day, 37.5mg/ml of bupivacaine at 18.750mg/day, 1,000mcg/ml of clonidine at 500mcg/day, and 280mcg/ml of fentanyl at 140mcg/day. The patient's status was provided as alive - no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2019, information was received from an healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient receiving an unknown drug via an implantable pump for non-malignant pain. On (B)(6) 2019, the patient was in for a refill and they were unable to aspirate or fill the pump. Information stated they were expecting to get back 4 ml of drug but they could only get 1 ml and were having issues with aspirating/filling. The air lock procedure was reviewed with the rep and the rep stated they did do that, but it was not effective. The rep was recommended to use a smaller syringe (5-10 cc) to force saline into reservoir. The rep stated they would call the nurse back and provide the consideration. No symptoms were reported. No further information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a field rep. It was unknown if all the contents were able to be aspirated prior to filling the pump when the healthcare professional (hcp) was only able to fill the pump with 20ml. The cause of the issues aspirating/filling the reservoir were not determined. The hcp was able to successfully fill the pump on (B)(6) 2019. No further complications were reported.